Event description:
It was reported that the patient had shortness of breath. It was also reported that during the original implant, the right atrial (ra) lead and the right ventricular (rv) lead were placed in the opposite connector ports of the device. A procedure was performed to place the leads in the correct connector ports and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).